Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the up arrow, down arrow, and contrast keypad buttons have been sticking for about a month. The reporter denied any tearing or peeling to the keypad. The patient reportedly wears the pump in a pocket and does not clean the pump. There is no reported patient impact as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing the up and down arrows and contrast keypad buttons were found to be intermittently unresponsive; the ok button responded appropriately. During investigation, evidence of contamination was found under the up, down, and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.